Event description:
Per independent repair center statement, the unit was that the gear clamp is leaking. The key failure was a gear clamp leaking causing the unit to have low o2 or a yellow light. Additional malfunctions were a leaking tie wrap.